Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. On (B)(6)2024, the patient was not feeling well all day, she was very confused. Her roommate helped the patient to take a blood glucose (bg) reading which was more than 400 mg/dl. She mentioned that before she was in hospital too because it was low. None of her devices were working, her omnipod was not working either. Her roommate called 911 and they arrived at 4:54pm. The patient was taken to the hospital and admitted. At that point she was not feeling well, sweaty, and at some point, she lost consciousness. At the hospital they took bg readings and performed several tests (no documentation about the test performed). There was no treatment documented. The patient was discharged from the hospital on (B)(6)/2024. At the time of the report the patient was feeling better. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem ¿ correction h2 type of follow up ¿ correction d2b - procode - correction.

Event description:
Subsequent to the initial MDR, a correction is required.